Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(4) was implanted on (B)(6) 2024. During implantation procedure, the valve was not draining cerebrospinal fluid (underdrainage); therefore, it was removed and replaced with a competitors valve. The integra catheters remained implanted and connected with competitors valve. The event led to more than 30 minutes surgical delay.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot 6299189, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; cut marks were noted in the needle chamber. The valve was tested for programming: the valve failed the test; the cam mechanism wiggled. The valve passed the tests for occlusion, leaks, reflux. The pressure test could not be performed as the device could not be programmed. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the ruby ball. Motor and on the seat of the ruby ball. Root cause - the root cause for the issue reported by the customer is due to biological debris during the investigation. The root cause for the ¿cut marks¿ is due to a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.